Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was leaking air. The device was not being used during surgery. There was no pt or user injury or medical intervention. There was no additional info provided.